Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this lead was explanted for an unknown reason. The lead was only implanted for approximately four months. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the unknown issue could not be confirmed. Only a segment of the lead was returned as the lead was severed near the terminal end. However, the returned segment passed electrical testing.